Event description:
The physician placed 3 x zilver ptx stents with a 1 cm overlap, then left a gap of approximately 4-5 cm and placed a 4th zilver ptx stent. No resistance was felt during deployment. Post deployment he noticed a crimped section in the centre of the stent and following a hand injection of contrast, there was no flow through the 4th placed stent and distally. The physician then post dilated successfully but there was still no flow through the stent. He then placed a fifth stent overlapping the proximal end of the third stent, the gap and distal end of the 4th stent placed. There was still no flow. He then placed a supera stent through this section. The stent placed ok but still no flow, then finally placed a viabhan stent. Still no flow. The patient remained on the theatre table and a very successful femoro popliteal bypass was performed. The patient is doing well. The stent was implanted and remained inside the patient. The patient did not experience any further adverse effects due to this occurence.

Manufacturer narrative:
Note: zisv6-35-125-7.0-100-ptx devices are not registered for sale in the us, however the stent is considered similar to other ptx devices (stents) sold in the us therefore this complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for stent shortening during deployment, regardless of the patient outcome. The information received relating to this event is currently being investigated. A follow up MDR report will be submitted with the investigation conclusions.

Manufacturer narrative:
Note: zisv6-35-125-7.0-100-ptx devices are not registered for sale in the u.s., however, the stent is considered similar to other ptx devices (stents) sold in the us therefore this complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for stent shortening during deployment, regardless of the patient outcome. According to information provided initially, the delivery system has been thrown away, however, 2x delivery systems were returned to cirl for evaluation. The following comments were provided by the sales rep in regards to the returned devices: ¿the zilver ptx stent was implanted so is unavailable, but two delivery devices have been picked up ... But we are unsure at the moment if either of these were the delivery systems for the stent that was placed¿. Still images were provided to support the complaint investigation. These were forwarded to med institute for review and the following comments were provided by the independent reviewer: ¿findings: (B)(4) images photographed off an angiography monitor provided along with the complaint report. A right superficial femoral artery (sfa) severe stenosis with occlusion was recanalized from the proximal sfa through the popliteal artery from a very steep right femoral artery antegrade access. The images demonstrate at least a 90 degree acute artery access angle and then a second acute angulation at the skin. A 15cm sheath was present in the right groin. Three zilver ptx stents were successfully deployed in the mid distal sfa. The fourth stent, a zilver 7x100mm ptx stent was deployed in a compressed and concertinaed fashion such that the final stented length was 56mm. The distal stent end was flared and the distal cells crowded. The mid and proximal stent was concertinaed. In order to not deploy the stent in the access sheath or angioplasty the access sheath, the access sheath tip needed retraction to within 15mm of the access. The post deployment stent angioplasty demonstrates the sheath in this position. No imaging demonstrating the access sheath position during stent deployment was provided. Had the sheath been left maximally inserted as it was during pre-stenting angioplasty, its tip would have been positioned where the stent was concertinaed. Because it was necessary to move the sheath, it was unlikely it was sewn in. Only 20cm of the delivery system would have been in the patient on deployment. The resulting in-stent stenosis could not be remedied by additional zilver ptx and supera stents which were successfully deployed. Viabahn imaging was not provided. Impression: the stent demonstrated compression throughout deployment. With insufficient back traction to overcome acute access angle friction, the delivery sheath was fixed during deployment. Its retraction at the handle simply advanced the stent and cannula. Deploying a stent in this attitude is difficult. It requires attention to the extensive delivery system slack outside the patient and appropriate back tension without pulling out the access sheath. If deployment was brisk and attention diverted from the stent to the sheath, deployment would have seemed normal and the stent found compressed only afterwards." Device #1 on evaluation of the returned device it has been confirmed that the stent had been deployed. The entire delivery system has been examined for damage and no damage was detected. Using calibrated ruler, delivery system length measured 124.5 cm and was noted to be as per specification (specification 125cm + 1.0cm/ - 2.0cm). The handle was opened and inner components were visually examined. It has been confirmed that all components were assembled correctly. Upon evaluation of the returned device, it has been confirmed that the device was manufactured correctly and there were no issues with the zilver ptx stent delivery system. Device #2 on evaluation of the returned device it has been confirmed that the stent had been deployed. The entire delivery system has been examined for damage and no damage was detected. Using calibrated ruler, delivery system length measured 124.7 cm and was noted to be as per specification (specification 125cm + 1.0cm/ - 2.0cm). The handle was opened and inner components were visually examined. It has been confirmed that all components were assembled correctly. Upon evaluation of the returned device, it has been confirmed that the device was manufactured correctly and there were no issues with the zilver ptx stent delivery system. Additional information has been requested to support the complaint investigation. The following update was provided by the sales rep: ¿she just deployed the stent without moving the delivery system or repositioning. The stent deployed without any resistance. It was only post deployment that they noticed the crimping of the stent. The dr said that she hadn't noticed whether the stability sheath was or wasn't inside the introducer. There wasn't any resistance when deploying the stent which may indicate that it was inside, but no definite answer either way.¿ available information along with the images was forwarded to product development department and engineering feedback was requested. The following comments were provided: ¿based on the review of the devices completed in the lab with engineering, which indicated there was no damage, defect or issue with any aspect of the delivery system, and the fact that the user stated the deployment went fine and it was only post deployment that the crimping of the stent was noticed, it is not possible to determine a root cause for the issue detailed in the complaint. The one thing we do know is that compression of the stent can occur if the stability sheath is outside the access sheath during deployment, which is why positioning of stability sheath inside the access sheath is a requirement called out in the IFU. However the user cannot confirm this position based on their comments below and consequently based on the information provided it would still not be possible to attribute this as the cause of the issue. ¿ based on the images provided, the customer complaint can be confirmed as the stent demonstrated compression throughout deployment. A root cause of this event cannot be conclusively determined. Shortening of the stent can occur if the stability sheath is outside the access sheath during deployment. In this case however, the user was unable to confirm whether or not the stability sheath was in access sheath. According to the opinion of the independent reviewer, with insufficient back traction to overcome acute access angle friction, the delivery sheath was fixed during deployment. Its retraction at the handle simply advanced the stent and cannula. The following information is included in instruction for use: ¿the zilver ptx drug-eluting peripheral stent is designed not to shorten upon deployment.¿ ¿ensure the distal end of the stability sheath is inside the access sheath.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, a very successful femoro popliteal bypass was performed and the patient is doing well. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. Note: zisv6-35-125-7.0-100-ptx devices are not registered for sale in the us, however the stent is considered similar to other ptx devices (stents) sold in the us therefore this complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for stent shortening during deployment, regardless of the patient outcome. According to information provided initially, the delivery system has been thrown away, however 2x delivery systems were returned to cirl for evaluation. The following comments were provided by the sales rep in regards to the returned devices: ¿the zilver ptx stent was implanted so is unavailable, but two delivery devices have been picked up ... But we are unsure at the moment if either of these were the delivery systems for the stent that was placed¿. Still images were provided to support the complaint investigation. These were forwarded to med institute for review and the following comments were provided by the independent reviewer: ¿findings: (B)(4) images photographed off an angiography monitor provided along with the complaint report. A right superficial femoral artery (sfa) severe stenosis with occlusion was recanalized from the proximal sfa through the popliteal artery from a very steep right femoral artery antegrade access. The images demonstrate at least a 90 degree acute artery access angle and then a second acute angulation at the skin. A 15cm sheath was present in the right groin. Three zilver ptx stents were successfully deployed in the mid distal sfa. The fourth stent, a zilver 7x100mm ptx stent was deployed in a compressed and concertinaed fashion such that the final stented length was 56mm. The distal stent end was flared and the distal cells crowded. The mid and proximal stent was concertinaed. In order to not deploy the stent in the access sheath or angioplasty the access sheath, the access sheath tip needed retraction to within 15mm of the access. The post deployment stent angioplasty demonstrates the sheath in this position. No imaging demonstrating the access sheath position during stent deployment was provided. Had the sheath been left maximally inserted as it was during pre-stenting angioplasty, its tip would have been positioned where the stent was concertinaed. Because it was necessary to move the sheath, it was unlikely it was sewn in. Only 20cm of the delivery system would have been in the patient on deployment. The resulting in-stent stenosis could not be remedied by additional zilver ptx and supera stents which were successfully deployed. Viabahn imaging was not provided. Impression: the stent demonstrated compression throughout deployment. With insufficient back traction to overcome acute access angle friction, the delivery sheath was fixed during deployment. Its retraction at the handle simply advanced the stent and cannula. Deploying a stent in this attitude is difficult. It requires attention to the extensive delivery system slack outside the patient and appropriate back tension without pulling out the access sheath. If deployment was brisk and attention diverted from the stent to the sheath, deployment would have seemed normal and the stent found compressed only afterwards." Device #1: on evaluation of the returned device it has been confirmed that the stent had been deployed. The entire delivery system has been examined for damage and no damage was detected. Using calibrated ruler, delivery system length measured 124.5 cm and was noted to be as per specification (specification 125cm + 1.0cm/ - 2.0cm). The handle was opened and inner components were visually examined. It has been confirmed that all components were assembled correctly. Upon evaluation of the returned device, it has been confirmed that the device was manufactured correctly and there were no issues with the zilver ptx stent delivery system. Device #2: on evaluation of the returned device it has been confirmed that the stent had been deployed. The entire delivery system has been examined for damage and no damage was detected. Using calibrated ruler, delivery system length measured 124.7 cm and was noted to be as per specification (specification 125cm + 1.0cm/ - 2.0cm). The handle was opened and inner components were visually examined. It has been confirmed that all components were assembled correctly. Upon evaluation of the returned device, it has been confirmed that the device was manufactured correctly and there were no issues with the zilver ptx stent delivery system. Additional information has been requested to support the complaint investigation. The following update was provided by the sales rep: ¿she just deployed the stent without moving the delivery system or repositioning. The stent deployed without any resistance. It was only post deployment that they noticed the crimping of the stent. The dr said that she hadn't noticed whether the stability sheath was or wasn't inside the introducer. There wasn't any resistance when deploying the stent which may indicate that it was inside, but no definite answer either way.¿ available information along with the images was forwarded to product development department and engineering feedback was requested. The following comments were provided: ¿based on the review of the devices completed in the lab with engineering, which indicated there was no damage, defect or issue with any aspect of the delivery system, and the fact that the user stated the deployment went fine and it was only post deployment that the crimping of the stent was noticed, it is not possible to determine a root cause for the issue detailed in the complaint. The one thing we do know is that compression of the stent can occur if the stability sheath is outside the access sheath during deployment, which is why positioning of stability sheath inside the access sheath is a requirement called out in the IFU. However the user cannot confirm this position based on their comments below and consequently based on the information provided it would still not be possible to attribute this as the cause of the issue. ¿ based on the images provided, the customer complaint can be confirmed as the stent demonstrated compression throughout deployment. A root cause of this event cannot be conclusively determined. Shortening of the stent can occur if the stability sheath is outside the access sheath during deployment. In this case however, the user was unable to confirm whether or not the stability sheath was in access sheath. According to the opinion of the independent reviewer, with insufficient back traction to overcome acute access angle friction, the delivery sheath was fixed during deployment. Its retraction at the handle simply advanced the stent and cannula. The following information is included in instruction for use: ¿the zilver ptx drug-eluting peripheral stent is designed not to shorten upon deployment.¿ ¿ensure the distal end of the stability sheath is inside the access sheath.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, a very successful femoro popliteal bypass was performed and the patient is doing well. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted to provide details of the investigation conclusion following the image review and qera outcome 3 x zilver ptx new handle stents were placed with good results. A further 10cm long zptx new handle stent was placed. This stent deployed and scrunched up blocking the vessel and the patient is now going to have fem pop bypass surgery. The delivery handle has been thrown away. "As per complaint form": using a right femoral antegrade approach the dr had a wire in place across the lesion and had pe dilated the length of the sfa with a 5mm angioplasty balloon. He placed 3 x zilver ptx stents with a 1cm overlap, then left a gap of approximately 4-5cm and placed a 4th zilver ptx stent. The stent deployment was fine. No resistance was felt during deployment. Post deployment he noticed a crimped section in the centre of the stent and following a hand injection of contrast there was no flow through the 4th placed stent and distally. The dr then post dilated successfully but there was still no flow through the stent. He then placed a fifth stent overlapping the proximal end of the third stent, the gap and distal end of the 4th stent placed. There was still no flow. He then placed a supera stent through this section . The stent placed ok but still no flow, then finally placed a viabhan stent. Still no flow. The patient remained on the theatre table and a very successful femoro popliteal bypass was performed. The patient is doing well.

Manufacturer narrative:
Note: (B)(4) devices are not registered for sale in the us, however the stent is considered similar to other ptx devices (stents) sold in the us; therefore, this complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for stent shortening during deployment, regardless of the patient outcome. Note: (B)(4) devices are not registered for sale in the us, however the stent is considered similar to other ptx devices (stents) sold in the us; therefore, this complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for stent shortening during deployment, regardless of the patient outcome.

Event description:
The physician placed 3 x zilver ptx stents with a 1cm overlap, then left a gap of approximately 4-5cm and placed a 4th zilver ptx stent. No resistance was felt during deployment. Post deployment he noticed a crimped section in the centre of the stent and following a hand injection of contrast there was no flow through the 4th placed stent and distally. The physician then post dilated successfully but there was still no flow through the stent. He then placed a fifth stent overlapping the proximal end of the third stent, the gap and distal end of the 4th stent placed. There was still no flow. He then placed a supera stent through this section. The stent placed ok but still no flow, then finally placed a viabhan stent. Still no flow. The patient remained on the theatre table and a very successful femoro popliteal bypass was performed. The patient is doing well.